Event description:
This unsolicited device case was received from (B)(6) 2014, from a pt. This case concerns a (B)(6) year old female pt who experienced knee pain and complained that there was no change in the conditions and was still experiencing pain (sub therapeutic response) after receiving treatment with synvisc one injection. The pt's medical history, past medications, noncomitant drugs and concurrent conditions were not reported. On (B)(6) 2013, pt received treatment with synvisc one injection, at a dose of 06 ml, once (batch/lot number and expiration date not provided) into unspecified knee for osteoarthritis of knee. Later, on the same day, the pt experienced knee pain. It was reported that the pt received treatment with cortisone shot and reported that there was no change in the conditions and was still experiencing pain (sub therapeutic response). Outcome: not recovered/not resolved for event of knee pain. Unk for the event of no change in condition/still experiencing pain (sub therapeutic response). A pharmaceutical technical complaint was initiated and conclusion was pending for the same. Seriousness criteria: intervention required for the event of knee pain (cortisone administered).